Manufacturer narrative:
No device deficiency was reported. Pericarditis and st segment elevation are known potential adverse events for catheter ablation procedures disclosed in product labeling.

Event description:
A pulmonary vein isolation (pvi) procedure to treat atrial fibrillation was performed on (B)(6) 2022. The day after the procedure the patient was observed with pericarditis and st segment elevation. Hospitalization was prolonged two days, after which the patient was discharged after resolution of the symptoms was confirmed.